Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Why does the surgeon believe that the post-op infection is related to ethicon device? Can additional information be provided about infection? Were cultures performed? If so, what was the result? What treatment did patient receive? Were any other implantable products used in the creation of sleeve to include minimizer ring or buttressing material? What is the current patient status?

Event description:
It was reported that following a sleeve gastrectomy procedure, the surgeon reported infection post sleeve gastrectomy. The product used is echelon stapler.